Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the b row of cubies was not detected on the bus. A field service engineer (fse) reseated the row board cable and retractor band. The issue seemed to be resolved initially, but testing revealed that the cubies were slow to open and not opening consistently. The retractor band was replaced, and the drawer was cleaned to ensure there was no metal debris causing electrical issues. The drawer functionality was tested in the hardware test application (hta) and was inventoried in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.